Event description:
Complainant alleged that during the clinician's setup and testing of the device for possible pt use, the internal electrodes that were being used with the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.